Event description:
Allegedly surgeon felt as though screw was binding as it passed through the nail.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00222, 00223, 00224.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for the item/lot. X-rays were provided and photographic images were made of the returned product. Evidence that product in specification when used.